Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) level that was "high"; although specific value was not provided. The cause of the elevated bg level was unknown. Customer reported that they had small ketones, and they were treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged the next day, (B)(6) 2025 with the issue resolved and no permanent damage. Customer reverted to an alternate method of insulin. Customer reverted to an alternate method of insulin.